Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and or a complaint database search was not possible as the product and lot code required was unavailable. Repeated attempts to obtain the complaint samples and or additional information proved unsuccessful. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient implanted with affixus. It is observed that pin is broken just above the cefalic screw. Not planned explantation until fracture is solidified.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.